Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 46-346 (mg/dl). Reportedly, customer's pump settings were adjusted prior to elevated bg event. Customer administered a correction bolus to treat high bg and subsequently received an "incomplete bolus" alert. Customer thought bolus was not delivered and delivered a manual injection which caused bg levels to decrease. Customer reported they consumed "something sweet" to treat low bg level. System check with tandem technical support indicated pump was performing as intended and bolus was delivered as requested. Recommendation was made to consult with health care provider to discuss diabetes management.